Event description:
We have been informed that during surgery, during phaco (scuplting/quadrant removal), the anterior chamber was collapsing, bringing the posterior capsule forward. The surgeon was unsure if the irrigation was on, but it was on. Did all the normal troubleshooting but there was no change. The surgeon continued with the procedure with caution, ensuring that irrigation was kept on at all times and this caused the surgery to take longer. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. The vfe13 error message is a control error indicating an unexpected behaviour, maybe because the input pressure is below the setpoint. The required vacuum for the vfe could not be created. It was advised to check the correct connection of the instruments and the supplied pressure, as well as to check how high the input pressure is because it seems too low. As the event could also be related to the pedal settings, it was advised to check in the footswitch programming page if the main pedal horizontal and vertical indicators are at 0 when the footswitch is not being touched. If the footswitch is not being touched and the values are not 0, a replacement of the main pedal might be required. A database search showed that no similar complaints were reported on this eva prior to this case or since. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (vf-pressure-low-*). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from (B)(6) 2023. As in general the installed base increases, the actual number of devices in the market most likely is higher.

Event description:
We have been informed that during surgery, during phaco (sculpting/quadrant removal), the anterior chamber was collapsing, bringing the posterior capsule forward. The surgeon was unsure if the irrigation was on, but it was on. Did all the normal troubleshooting but there was no change. The surgeon continued with the procedure with caution, ensuring that irrigation was kept on at all times and this caused the surgery to take longer. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.